Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a symptomatic patient presented in clinic follow up, post paced t wave oversensing was noted on ventricular channel. Patient was feeling fatigue. Programming changes were made.